Event description:
The customer reported to olympus technical assistance center (tac), the screen went black when the evis exera iii video processor when connected to an argon electro surgical generator (esg). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. It was recommended that the customer makes sure the electro surgical generator (esg) was on a different outlet and breaker. It was also recommended that all cablings on the front of the esg be replaced and that cables be checked because, if the cables go through the walls, they could pick up noise and blackout the image. The customer indicated that there were bare wires in the wall. Service indicated that the bare wires in the wall are most likely to be the cause and the equipment could have a problem. During follow up with the customer, the customer indicated that they suspect a non-olympus device could be at fault in this event. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information provided by the reporter. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause of the failure could not be identified. However, based on the results of the investigation, it is likely the cable picked up the noise of the argon electro surgical generator (esg). The cause of the noise, however, is unknown. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received indicating, the event did not occur during procedure, there was no patient involvement in this event.